Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited out of range shock and pacing impedances. Additionally, the patient received inappropriate therapy due to noise and oversensing. It was reported that this patient underwent a revision procedure and it was discovered that the rv lead had an abrasion. Additionally, the header fell off the device while it was being removed from the pocket. The product was returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Visual inspection of the returned product revealed that the complete lead was returned. There were setscrew marks noted, two on the is-1 terminal pin, one on the distal high voltage terminal pin and one on the proximal high voltage terminal pin. No discernable setscrew marks were noted on the is-1 ring. The is-1 terminal leg had signs of movement and the identity tag was cracked. There was a cut observed in the lead insulation near the terminal pin. The clear medical adhesive was torn/separated from the gore at the proximal end of the proximal spring electrode and the proximal spring was stretched at that point. There was blood/body fluid seen in the helix housing and in the lumen from the terminal pin to the tip. Electrical testing was performed which revealed that this product was electrically continuous. Detailed analysis was performed to investigate the marks on the terminal ring. It was determined that the marks on the terminal ring were likely caused by the contact with the leaf spring. Laboratory analysis was unable to reproduce the clinical observations reported.